Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to outpatient center due to soreness. A potential pocket infection was noted and being treated with intravenous antibiotics. The system remains in service. No additional adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.